Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back deployed. Microscopic inspection revealed that the delivery sheath and wire were detached. A functional inspection of sheathing and unsheathing could not be performed, due to the device condition.

Event description:
Reportable based on device analysis completed on 16jun2021. It was reported that the wire was kinked. A 190cm filterwire ez was selected for use. During the preparation, it was noted that the wire was kinked. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the wire and delivery sheath were detached at middle section.